Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred at 10:15:18 with drain volume of 3830 ml during cycle 4. The largest prescribed fill volume was 2200ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test, but failed the rite functional test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was insufficient drain, one or more cycles advanced to next fill when slow/no flow occurred above the minimum drain volume threshold. The iipv event was confirmed during event history log review. This issue is being investigated through CAPA.